Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
Per maude event report form, # mw5042906, during a laparoscopic hand- assisted left nephroureterectomy for transitional cell cancer of the left renal pelvis procedure; the surgeon asked for the device with a vascular load to go across the left renal artery with. The stapler was applied and fired per the manufacturer instructions but the stapler jammed and the blade was not deployed. The stapler was stuck on the renal artery with no way to tell how much if any was cut and sealed. An additional port site was created to pass a second device with a vascular load to a lower portion of the left renal artery to attempt to cut the kidney free and remove the initial jammed stapler safely. The second stapler fired correctly and did not jam and the procedure was continued without further incident. There were no patient consequences reported. It is not known whether or not the device is returning.